Event description:
On 2/3/10, during device evaluation by baxter the device was found to contain a malfunction of damaged "stop key" on the pump head module channel c keypad. This event occurred during product evaluation. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software version 5.04.00 categorized as unremediated.

Manufacturer narrative:
The condition of damaged stop key on channel c keypad was confirmed. The channel c keypad was replaced to correct the reported condition. There is an ongoing CAPA investigation, (B)(4) associated with this report. (B)(4).

Event description:
The facility representative with reported a colleague infusion pump with failure code 810:11, that occurred at the central supply area. During service at baxter it was discovered that the failure code 810:11 was caused by the ail pcb (air in line printed circuit board). There was no report of patient injury or medical intervention necessary. No additional information is available. The user interface module master software version for this device is 6.13.90, categorized as remediated.

Manufacturer narrative:
Complaint no: (B)(4).